Event description:
Customer initially reports membrane dissolved and was absent in 2 weeks. On (B)(6) 2013 doctor states since membrane dissolved the bone graft is in jeopardy of being lost. He said he believes the membrane should last 8-10 weeks. Doctor says he's not sure if he did something wrong. Product specialist to speak with him.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.